Event description:
This event was reported through a pmcf survey of physician users of nim eclipse. The response for record number (B)(4) states that in the past 12 months, the following adverse events were encountered while using nim-eclipse¿ capitol equipment and accessories. It was also reported that device performed as per intended use and indications. Nerve fatigue - not related to performance of the device itself. Strain - not related to performance of the device itself. Foreign body in patient, foreign body reaction - not related to performance of the device itself.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: pli-20: product ID: xom unk eclstim/nim-eclipse stimulator, serial/lot #: ni. Pli-30: product ID: xom unk eclacc/nim eclipse accessory, serial/lot #: ni. If information is provided in the future, a supplemental report will be issued.